Event description:
A complaint was received from a customer that reported their meter goes dead when pt tries to test. Pt stated that the bottom half of their display is missing. A request was made to return the system for eval and in the mean time a replacement unit will be provided.